Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that prior to use of a bio-console base instrument, it was reported that the batteries were not holding a charge during setup. The instrument was replaced to complete the procedure. There was no adverse patient effect associated with this event.

Manufacturer narrative:
Device evaluation summary: the reported not holding charge issue was verified during service. Service technician found one of the batteries measuring 11vdc. Issue was resolved by replacing the batteries. Preventive maintenance was performed as per specification. D9: instrument was serviced at the facility by medtronic field service and was not returned to medtronic service center additional info h6: updated the annex d, annex c, and annex b codes additional info b5: medtronic received additional information that one of the batteries measured 11vdc, which is too low for a 12 vdc battery, rendering it non-functional. The batteries, with lot number 0012060698, were installed on the 16th of february 2024. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.